Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a broken split-tip u-joint driver. During a case the u-joint of the durango split-tip u-joint driver broke. The pins in the u-joint broke during final tightening of the last screw in the construct. The pins did not fall into the wound and the surgeon verified via x-ray that the patient did not retain a foreign body.